Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
Related manufacturer reference number: 3006705815-2022-15948. It was reported that patient needs and MRI and unable to set ipg to MRI mode. The error message 'MRI is not advised, there may be a problem with the implanted leads' was displayed on patient controller. Pc app software was updated and troubleshooting with an abbott representative was attempted to no avail. Diagnostic system testing indicated a high impedance value on a lead. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.